Manufacturer narrative:
Unit passed displacement, and self tests. Unable to perform the sleep current measurement, and active current measurement tests due to a loose contact between the battery compartment sleeve and the battery simulator insert caused by a wide crack in the battery threads. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the s/n label located between the belt clip rails is missing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that there was small crack around battery cap. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.